Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8416-50 serial number: (B)(6). Batch/lot number: 7024878 model/catalog description: artisan MRI paddle lead 50 cm unique identifier (UDI) #: (B)(4).